Manufacturer narrative:
The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed not to attempt to reuse any disposable supplies. A review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was a use error in which the patient reused a minicap resulting in peritonitis. On the same day as onset, the patient was hospitalized for the event. On an unreported date, the patient began unspecified treatment (no further detail) for the event. Nine days after the date of onset, the patient was retrained on proper aseptic technique. At the time of this report, the patient was not recovered. Pd therapy was ongoing. No additional information is available.